Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot/serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter, ubd: 14-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (the concentration was reported to be 7000) via an implantable infusion pump. It was reported that the patient was given oral baclofen as well. The patient's medical history included back injuries and cervical fusion. It was reported that the patient has never received proper relief from his pump. The healthcare provider (hcp) aspirated catheter and performed a dye study which was met with resistance and then a loss of resistance; 2 cc's of yellowish colored fluid was aspirated. The hcp noted that the myelogram was observed to be normal. It was reported that the patient was previously on a highly concentrated dose of fentanyl and there was crystallization was suspected near the top of the catheter. The issue was noted to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.